Manufacturer narrative:
The product is expected to be returned for analysis; however, it has not yet been received. Upon the return of the product a supplemental report will be sent with the investigation results.

Event description:
As reported, during use in patient, with this volume view kit, the thermistor manifold was broken. There was no blood loss and no additional intervention was needed. The issue was solved replacing the device. There was no allegation of patient injury. Patient demographics unable to be obtained. The device was available for evaluation.

Manufacturer narrative:
One volumeview kit was received by our product evaluation laboratory for a full examination. The report of thermistor manifold issue was unable to be confirmed. No visible defect/damage was observed from the manifold during visual examination. Water was manually injected without difficulties into returned manifold using 10cc luer lock syringe from lab, no leakage was observed. Temperature was displayed on the ev1000. Volumeview - dpt combo kit was connected to manifold. No leakage was detected from returned unit. No visible damage was observed from returned kit. All pressure monitoring sensors of volumeview - dpt combo kit zeroed and sensed pressure accurately. The manufacturing records were reviewed for the lot involved and there is no indication of a related nonconformance. All process parameters were met and inspections passed successfully. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.